Manufacturer narrative:
Geometry pc replaced; follow-up work scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent geometry pc failure affected positioning on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.